Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a feeding pump. The customer states there is a feed alarm error on the pump. The pump was returned to a covidien service center. Upon evaluation of the pump, it was found that the transistor and compasitor were burnt.